Event description:
The device was explanted due to dislodgement. Capture and sensing anomalies were observed.

Manufacturer narrative:
No medwatch form was received. The analysis of the lead did not reveal any device condition that would have contributed to the reported dislodgement. The electrical characteristics of the lead were found to be normal. Visual inspection of the lead revealed no significant anomalies. Functional testing revealed normal lead characteristics.